Event description:
Revision surgery was conducted on (B)(6) 2014 to remove and replace a fractured 6.5mm screw originally implanted during a 2-level mis case in j(B)(6) 2014. X-rays taken after the patient fell in the rehabilitation facility revealed the screw located in the s1 had fractured and broke. The proximal section of the cannulated screw was removed without issue while the distal portion remains entrapped within the patients sacrum.

Manufacturer narrative:
No evaluation possible. The patient requested to keep the removed section of the fractured screw. The identifying lot number has not been provided. Upon the receipt of additional information a follow-up report will be submitted.